Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Verse revision - set caps not locked into screwhead. Per complaint form: l3-5 verse was removed. L5 caps were both off, floating in air when they got down to hardware. L4 came off with sucker, they were very loose.

Manufacturer narrative:
The verse unitized set screws [product code: 1997-21-001] were not returned to the complaints handling unit (chu) for evaluation. A review of the device history record (DHR) for the verse unitized set screws could not be conducted as no lot numbers were provided. The sample devices were not returned to the chu from which the lot numbers could be taken directly from the samples. Therefore, without the lot numbers, no review of the manufacturing records could be completed. No emerging trends were found requiring further actions. Without the return of the devices, we are unable to confirm the reported issue or identify the root cause. As there have been no systemic trends requiring immediate action observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.